Event description:
Event reported as, "patient had a band implanted in mexico and is not feeling well and is complaining of spitting blood. Has been seen by the physician and referred to surgeon." Follow-up findings: the band was removed two weeks ago and is being returned. No more information is available on the patient at this time, other than the surgery went well.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not yet received the product at this time. Therefore no analysis or testing has been done. The reporter and the surgeon were asked for additional information regarding the nature of the alleged event. At this time the requested information has not been received by allergan. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.